Event description:
It was reported via repair work order that the power cord sparked when plugged in due to bent power cord prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.